Event description:
It was reported that the patient experienced high blood glucose due to insulin flow blocked alarm on (B)(6) 2026. It was treated with bolus via pump.

Manufacturer narrative:
E1: event city: (B)(6). Event country: spain. Name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction/serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.